Event description:
It was reported that after a da vinci-assisted surgical procedure, that the fenestrated grasper tip was jammed and stuck at an angle and couldn't be taken out of the trocar tip had to be broken off to come out of trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.22 x 0.497¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Additional observations not reported by the site that are related to the primary failure were identified and were all attributed to mishandling/misuse. The instrument was found to have a broken grip cable at the distal end. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a dislodged proximal clevis at the distal end. A review of the instrument log for tip-up fenestrated grasper was (part 420179-23/n10210112 750) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2022 on system sk3077, with 1 use remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. In addition, there was a piece that was broken off of the main tube and not returned with the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.